Event description:
It was reported that the patient's pump and catheter were removed after 26 months implant duration. The patient experienced increased pain as well as "fear of pump; dislike site of pump; discomfort of pump". The pump contained dilaudid 0.5 mg/ml at a daily dose of 0.003 mg/day. Per the reporter: no patient injury.

Manufacturer narrative:
The final analysis of the pump revealed no anomaly found; normal device function. The catheter underwent acceptable catheter testing.